Event description:
New information received stated that the patient presented in clinic for a scheduled follow up on (B)(6) 2019. Upon interrogating the pacemaker, it was discovered that the device exhibited an error message when retrieving the battery voltage and longevity information. The clinic was able to receive battery voltage estimate from technical service assistance. On (B)(6) 2019, the clinic requested the patient to manually transmit device data to see if the anomaly was resolved. The clinician later stated that the physician elected schedule the patient for a pacemaker change procedure. The indications for the procedure were due to the recent device backup operation with no known cause and the battery voltage drop from 22 percent to 8 percent within one month. The patient was not adversely affected by the anomalies.

Event description:
New information received stated on (B)(6) 2019, the pacemaker was successfully explanted and replaced. The patient remained in normal condition.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with the pacemaker exhibiting backup vvi operation. The patient was brought in clinic and normal device function was successfully restored. The patient did not experience any adverse consequences.